Event description:
It was reported that a malfunction occurred on the pump, identified by code malf 12. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the caller with resetting the pump and provided necessary reset information. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and contact technical support if the issue reappeared.